Event description:
It was reported that the patient had a revision for the pocket adaptor. Additional information reported that the reason for revision was a lead migration. Everything except for the battery was replaced. It was noted that the pocket adaptor was no longer needed. The patient experienced a loss of therapy. The patient was receiving excellent coverage and pain relief at the date of report. It was noted that ¿the devices were operating- they had just moved.¿

Manufacturer narrative:
Product ID 3708220, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3888-45 lot# v366331, implanted: 2009 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4), implanted: 2010 (B)(6); product type programmer, patient product ID 3888-45 lot# v337903, implanted: 2009 (B)(6); product type lead product ID 3888-45 lot# v366331, implanted: 2009 (B)(6); product type lead product ID 3888-45 lot# v337903, implanted: 2009 (B)(6); product type lead. (B)(4).